Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was around 200 mg/dl, while the sensor glucose was around 60 mg/dl. Customer stated that the threshold suspend alarm was set at 75 mg/dl. Therefore, sensor glucose and blood glucose difference was not within acceptable range. Customer reported that the sensor is losing signal and stated that it shut off during the night. Customer stated that she woke up with a blood glucose level of 400 mg/dl. Troubleshooting was done. Replacement product is being sent.